Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the stylet got stuck in the lead. When the physician tried to pull the stylet out, the cap of the stylet popped off, leaving the stylet inside the lead. A second lead was used. The patient was discharged.

Manufacturer narrative:
The reported field event of stuck stylet was confirmed in the laboratory. A complete lead was returned for analysis with the stylet stuck inside. The stylet could not be removed due to bunched up inner coil and dried blood/tissue inside the connector region.